Manufacturer narrative:
The event occurred in (B)(6).

Event description:
Customer reportedly received the following results on the compact plus system: 1.3 mmol/l (8.40 am), 5.7 mmol/l (8.42 am), 1.4 mmol/l (8.52 am), 9.0 mmol/l (8.59 am). No actions taken based on device results. No adverse event reported. Requested return of suspect device.